Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-04396: it was reported that the patient experienced ineffective therapy due to autoreducing. Reprogramming was unable to provide resolution. Patient's leads tested for high impedances. Reportedly, x-rays were taken however the results are unknown. Surgical intervention was taken to replace the leads. Issue has been resolved.